Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use with the patient, the pump exhibited ¿error¿ on the screen. Per the reporter, there was no patient harm.

Manufacturer narrative:
D4 - model # and d4 - primary UDI number; correction. D3 - mfg establishment name, d3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - zip code, and h6. Codes: updated. Device evaluation: at the time of this report the device was not received for evaluation. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.